Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient doing well post operatively. Explanted device will not return due to facility policy and electrocautery was not used was new battery was placed.